Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, the device was interrogated and was found in back up mode. Technical support was contacted and it was suspected that the cause of the back up mode on the device could be from low remaining battery voltage from normal battery depletion. Device reprogramming was conducted to resolve the event. The device was then re-interrogated but overestimation was noted on the device battery's longevity. Device exchange is anticipated at the next follow-up. The patient was stable and will continue to be monitored.